Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that there was narrowing of the outflow graft, followed by serial computed tomography (CT) chest scans. The event date was estimated.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft obstruction could not be confirmed through this evaluation as the results of diagnostic imaging was not provided for review. It was reported that there was a narrowing of the outflow graft, and multiple attempts were made to obtain additional information regarding the reported event; however, no additional information has been provided by the account. The patient remains ongoing on heartmate 3 left ventricular assist device (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU is currently available. Section 5 of the IFU, ¿surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." No further information was provided. The manufacturer is closing the file on this event.